Event description:
It was reported the pt may have an infection at the ipg site. The physician met with the pt, provided clean dressing and placed the pt on oral antibiotics. It was reported the pt had a history of infection. The physician planned to explant the system but when he surgically opened the ipg site and removed fluid, the physician reported there were no signs of infection and left the device implanted. F/u on (B)(6) 2013, found the pt had swelling at the ipg site. The pt reported she has blood work which determined infection based on the white blood cell count. The physician reported the pt had a seroma.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.